Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned from the implant patient registry that a model 7300tfx 27mm mitral valve was explanted and replaced with a 11400m 27mm valve after an implant duration of 3 years, 10 months due to unknown reasons. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b4, b5, b7, g3, g6, h2, h6 (clinical code, device code, and type of investigation). H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted. All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was learned from the implant patient registry and through medical record that a model 7300tfx 27mm mitral valve was explanted after an implant duration of 3 years, 10 months due to staphylococcus endocarditis. The valve was replaced with a 27mm 11400m valve. Per medical record: tee eight (8) days prior to surgery revealed mitral valve vegetations with possible abscess. Endocarditis c/b elevated troponins secondary to type 11 mi from afib, heart cath showed all grafts patent. It is mentioned the port as a possible site of infection and patient was treated with antibiotics. The indication for surgery staphylococcus bacteremia with mv endocarditis. Recent blood cultures prior to surgery negative. The patient underwent redo sternotomy, redo mvr and avr with a 19mm 11500a valve. Pathology diagnosis: the prosthetic mitral valve shows attached fibroinflammatory debris, with prominent acute inflammation and admixed colonies of bacterial organisms.